Event description:
On (B) (6)2010, the pt underwent surgery with the t2 ph long nail. On (B) (6)2010, the surgeon found by x-ray, that the distal screw backed out of the nail. The surgeon took x-rays every week and to monitor the pt. However, the distal screw was removed because the pt had pain, and the screw was replaced. The surgeon drilled twice in the same screw hole because the screw made contact with nail when distal screw was inserted in the primary surgery.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If relevant info becomes available, it will be reported on a supplemental report.